Event description:
It was reported to philips that the system's footswitch was unable to connect wirelessly, which can impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The philips field service engineer inspected the system onsite and confirmed the reported problem. Upon troubleshooting, fse found intermittent connection loss with the base station. To resolve the problem, the wireless footswitch and base station were replaced and return the part for further analysis and for wireless footswitch the failure was due to broken charging pins at the connector and philips has initiated a medical device correction (z-0476-2022) for the issue. The correction has been implemented and replaced the base station and wireless footswitch, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.